Event description:
It was reported that the user experienced recurrent low glucose readings overnight and a documented low blood glucose of 39 mg/dl, with the ilet alerting to the low; the user corrected with crackers and apple juice, and no medical assistance or intervention was required. Symptoms included no reported physical symptoms during the hypoglycemic event. Outcomes included no incapacitation, no need for outside assistance, and no hospitalization. Investigation included case review and user troubleshooting and education. Investigation of this case revealed a hypoglycemic event with cause unclear and no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.